Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient who stated that patient doesn't know what led to the sudden increase in stim problem, other than it didn't seem to be working right, so patient took the battery out, but problem was still there. Patient explained being shock as if a knife was stuck in a light socket. Patient called manufacturer and told them about the problem and was sent a new device to transfer battery to but patient couldn't get it to work. Patient have contacted the healthcare provider office and the said someone will get back to patient regarding the issue. Patient have tried and tried to get this new one to work and had to switch back to the one that keeps shocking patient.

Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that each time the controller is reset, the date and time is different; and go "backwards". It was reported that the controller been reset "a thousand times" trying to help the sudden increase in stimulation that is sometimes felt. The patient reported that the front of the controller screen was "going bonkers" so they reset controller and noticed the date/time was different afterwards. The patient reported that they keep the controller charged up and wouldn't let it go dead/depleted, but they haven¿t used or charged the controller in a while since they hadn¿t used it due to keeping ins off because of the sudden increase in stimulation problem. The patient reported that they will be walking when suddenly, the stimulation will increase "fast and hard" to the point where it was hurting. The patient reported that it feels like it is electrocuting and will make it so they can't walk because the stimulation is so strong. The patient reported they will take the controller out and check the stim intensity, but the settings are still showing what at previously had; it hadn't increased. The patient reported that tried resetting the controller, but that didn¿t help, and eventually had to turn ins off and leave it off for a while. It was reported that the ins was off and has been for a while, because of being afraid to turn it back on. The patient reported that "about a month and a half ago", the stimulation was no longer helping the pain.